Manufacturer narrative:
Product event summary: the data files were and balloon catheter, 2af284 with lot number 09891, were returned and analyzed. The data files confirmed system notice 50005 occurred several times on the date of the event. Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. Smart chip verification indicated the catheter was used for eighteen injections. An unrelated system notice 50012 ¿the refrigerant delivery path is obstructed¿ was triggered right after connecting the catheter to the console that could be due to dried blood or saline inside the catheter. Dissection/ pressure testing showed a guide wire lumen breach at 1.416 inches proximal from the tip that caused the 50005-system notice. In conclusion, the system notice was confirmed through data analysis and testing. The balloon catheter failed the returned product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced with resolve. Additionally, inflation pressure was not as expected. The case was completed with cryo. No patient complications have been reported as a result of this event. The catheter was returned to the manufacturer, analyzed, and tested out of specification.